Event description:
It was reported that as the coil was being repositioned into the anterior communicating artery aneurysm, the main coil broke at the proximal end. A portion of the coil protruded into the parent vessel and heparin (dose unknown) was administered to prevent thrombosis. It was reported that the patient's hospital stay was extended, and no clinical consequences were reported.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. A ship history review identified two lots that were supplied to the user facility prior to the reported event. The device history review on the two lots confirmed that the devices met all material, assembly and performance specifications. Based on the information available, the coil broke during repositioning. The directions for use (dfu) indicates that if coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one to one motion with the delivery wire. If the coil does not move with a one to one motion, or repositioning is difficult, the coil has been stretched and could possibly break. It is likely that procedural factors may have limited the performance of the device. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that as the coil was being repositioned into the anterior communicating artery aneurysm, the main coil broke at the proximal end. A portion of the coil protruded into the parent vessel and heparin (dose unknown) was administered to prevent thrombosis. It was reported that the patient's hospital stay was extended, and no clinical consequences were reported.